Manufacturer narrative:
The root cause of the issue is related to pre-analytic sample handling. The size of the discrepancy is typical for root causes related to mis-sampling issues. Mis-sampling can be caused by an aspiration of insufficient sample volume, since part of this volume is replaced by non-reactive material. This can occur when lubricant from the blood collection device or fibrin in the sample is aspirated together with the sample. This would lead to a false low value for that sample. Incorrect results may also occur with samples of good quality if clots are present from previously measured poor quality samples. The clot can not completely be removed by cleaning actions of the analyzer.

Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, k, ci for gen.2 (sodium, potassium, and chloride) on a cobas 8000 ise module. The date of event was also provided as (B)(6) 2016, but the customer could not confirm the correct date. The sample initially resulted as 101.7 meq/l for sodium, 3.2 meq/l for potassium, and 75 meq/l for chloride on (B)(6) 2016. The initial results were reported outside of the laboratory. The sample was automatically repeated on (B)(6) 2016, resulting as 106.4 meq/l for sodium. The customer was asked to clarify the automatic repeat date of (B)(6) 2016, but the customer is not sure why this date was referenced. The customer stated that sometimes the date of the released result is different from the sampling date. The sample was repeated again on (B)(6) 2016 on a different analyzer, resulting as 146.3 meq/l for sodium, 4.5 meq/l for potassium, and 104 meq/l for chloride. The repeat results were believed to be correct. The patient was not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service representative could not determine a cause. The customer has not experienced any further issues. The customer performs daily calibrations and quality controls with no issues seen.

Manufacturer narrative:
It was determined that the initial chloride result and automatically repeated chloride result were accompanied by data flags. The initial chloride result was obtained on (B)(6)2016. It was observed in the alarm trace that there were numerous abnormal aspiration and sample short alarms.